Event description:
It was reported that during manufacturer's analysis of from data collected from the device, a power on reset was noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one recorded power on reset (por) for critical random access memory (ram) parity error, addr=1da8, data=00 on 22-sep-2008. There was one patient alert for device circuit error on 22-sep-2008.